Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shock. The boston scientific representative questioned on why the therapy was delivered. Technical services (ts) reviewed and stated that the device should have inhibited the therapy. This device remains in service. No adverse patient effects were reported.